Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 24 synergy¿ drug-eluting stent was selected for use. However, during unpacking, it was noted that the tip of the stent strut lifted up. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within specification. The product stent protector was not returned for analysis with the device, however the specified inner diameter (ID) of the stent protector was measured. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along its length. A visual and tactile examination of the outer and the inner lumen, and mid-shaft section revealed no damage. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 24 synergy¿ drug-eluting stent was selected for use. However, during unpacking, it was noted that the tip of the stent strut lifted up. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.